Event description:
In 2009. Solta was notified of an event where a patient had been treated with a fraxel re:pair product about a month previously. The device settings on the neck were 30mj/30% coverage. Patient returned to physician's office a month later with thickened tissue/potential scarring on neck; put on a retin a treatment regimen. MDR reportability was determined, when the treating physician confirmed that the patient sustained scarring on the lower neck/clavicle.

Manufacturer narrative:
There was no indication of any device malfunction or system error. Therefore, no equipment was returned for investigation. Treatment technique errors were believed to be the cause. Follow-up training was conducted by solta clinical specialists to address technique-related issues, including the importance of parameter selection to minimize risk for over-treatment on non-facial skin, proper skin contact and wound care.